Manufacturer narrative:
Related MDR report mw5169314. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received reported: dexcom g7 and tandem slim x2 insulin pump delivered inaccurate amount of insulin resulting in profound hypoglycemia and motor vehicle accident. Required d50 and IV dextrose rescue. Intravenous (IV). Reference report: mw5169315.